Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and no issues were found with the device. Stryker installed new suction cup, patient straps, and greased the carry ball screw as part of the preventative maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the use of their device caused damage to the chest of the patient.

Manufacturer narrative:
The customer provided stryker with some of the patient information. The applicable patient fields have been updated. The customer also confirmed that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that the use of their device caused damage to the chest of the patient. The customer confirmed that the device use did not contribute to the outcome of the patient.